Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that within hours of the implant, the right ventricular (rv) lead exhibited dozens of non-sustained ventricular tachycardia episodes for t-wave oversensing (twos). No changes were made at a device follow up appointment and the lead remains in use. No patient complications have been reported as a result of this event.